Manufacturer narrative:
(B)(4).

Event description:
It was reported that hematoma was observed. The pocket was revised. The device remains implanted. The patient was in stable condition post-procedure.

Event description:
New information received indicates that the device was explanted due to patient anatomy.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.